Event description:
Chiller for hybrid or x-ray unit was giving a flow error. The machine needed to be shut down. Manufacturer response for radiographic/fluoroscopic unit, discovery igs730 (per site reporter). Replaced flow switch and returned to service.